Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address glenoid implant related bone loss and erosion. No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Concomitant medical products : device revised at first stage of revision (B)(6) 2018: glenosphere 115310 222460 2027-08-18, mini baseplate 01000589 lot:357320 2028-01-09, fixed screw 180551 lot: 455490 2026-03-21, non-locking screw 180557 lot 217280 2027-09-11, non-locking screws 180558 lot:860890 2027-08-20, fixed screw 180550 lot 494250 2027-05-15, central screw 115394 lot 572030 2027- 10-17. Devices not revised; will be revised in stage 2. Taper adaptor 115310 lot:222460 exp 2027-08-18, ministem 113632 lot:300720 2027-10-18, humeral bearing xl115363 lot 503500 2022-10-31, humeral tray 9707938-00 lot 17013429 2018-10.

Event description:
It was reported the patient has had stage one of a two stage revision to address glenoid implant related bone loss. No further information is available at the time of this reporting.